Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance and unsuccessful pacing twenty-nine percent of the time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-45, lead, implanted (B)(6) 2001. (B)(4).